Event description:
It was reported the rf head was having difficulty communicating with devices. When it was replaced, the programmer was able to interrogate without issue. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device would not interrogate, the cable was out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.